Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
Internal battery failure (193) the manufacturer received information alleging an internal battery alarm error was found during a device evaluation at a service center. Additionally, the back enclosure screw bosses were cracked, and the rubber feet were missing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an internal battery alarm error was found during a device evaluation at a service center. Additionally, the back enclosure screw bosses were cracked, and the rubber feet were missing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. However, upon further evaluation the device powered on and operated as it should. No repairs performed. The unit was scrapped.